Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 07-apr-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c68119; production date: 18-jun-2014; expiration date: 30-jun-2017. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. Only micro-insert was returned for analysis. As received, micro-insert found to be bent. The device breakage was not confirmed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements.the possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. The technical investigation of the returned complaint sample confirmed that the device is not broken. Therefore, a change of the incident category from other reportable incident to non-incident is recommended. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the coil found to be bent and it was impossible to place one essure implant. Another essure device was successfully placed in patient. The reported events were considered non-serious and listed in the reference safety information for essure. Essure tip may bend mainly during difficult insertions. In this particular case, since it occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was initially considered an other reportable incident due to reported device breakage. Upon receipt of updated technical analysis (sample was received), it was observed the micro-insert was bent and not broken. Therefore, this event was updated and this case was downgraded to non-incident. The updated product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 27-feb-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. It was stated that, in operating room, during essure placement the coil was broken and it was impossible to place essure implant. The device was kept (1 implant only was kept). There was no cause related to the patient that could explain the event. Bilateral placement was performed with another device. The product technical complaint (ptc) investigation and final assessment were received on 19-mar-2015. (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instruction for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 10-mar-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue (breakage) and a usability issue (complicated insertion, difficult use). However, no adverse events (ae) were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 23-mar-2015 for the following meddra preferred terms: (B)(6) pt - device breakage: the analysis in the global safety database revealed 964 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the coil was broken and it was impossible to place one essure implant. Another essure device was successfully placed in patient. The reported events were considered non-serious. Device breakage was considered listed upon receipt of the product technical analysis, while the other event is listed in the reference safety information for essure. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, since it occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis stated that the possibility of micro-insert breaking during the procedure is an anticipated event and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time.